Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified, and a different issue was identified.

Event description:
It was reported, that a malfunction occurred. During troubleshooting with tandem technical support, the customer attempted to reset the pump. Subsequently, once the pump was powered off, the pump would not charge. Therefore, the pump did not turn back on. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level ranged from 360-361 mg/dl.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.